Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the first firing of the fundus of the stomach, the reinforced reload locked on tissue of the stomach. It was very difficult to open the stapler after it was fired. To release the reload, considerable force was applied to the retention knobs. Upon inspection of the device, the anvil appeared to be bowed and there was a gap between the anvil and cartridge. No patient injury or extension in surgical time. Patient status is alive, no injury.